Event description:
An occlusion alarm was reported by the caller, leading to a blood glucose level, displaying as "high", a specific value was not provided. To address the elevated blood glucose, the customer administered a corrective bolus via the pump. Reportedly, the customer pre-fills the cartridges, which is considered off label insulin. A replacement pump was sent to the customer to resolve the issue.